Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case has been sent to the manufacturer for investigation. Regarding the alleged positive result obtained on (B)(6) 2022 at 9:00 am, at it was alleged that the test device was moved while waiting for the result. Under the step instructing the consumer to set the timer and read the test result at 20 minutes, product labeling states: "warning! Do not move or lift the test device during this time." There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported discrepant results with the covid-19 at-home test. The consumer had a runny nose. The date the consumer's symptoms began was not provided. On (B)(6) 2022 at 9:00 am the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 10:45 am the consumer performed a covid-19 at-home test and the result was negative. A pcr test was not performed. No other information can be provided. No additional information about treatment and outcome was provided.